Event description:
It was reported that post left ventricular assist device (lvad) implant on (B)(6) 2022 the patient was admitted to the intensive care unit (ICU) in cardiogenic shock. The patient was on inotropic therapy, nicardipine, and inhaled epoprostenol for right ventricle support. Early on (B)(6) 2022 the patient was noted to have a fever of 100.2 f with leukocytosis. Early on (B)(6) 2022 the patient's temperature was up to 100.6 f. White blood cell count was up to 19.45 k/microliter and the leukocytosis was thought to be reactive. Cultures have not yet been taken and later that day the patient was noted to have a flaccid right side with minimal purposeful movement and no withdrawal to pain. A code stroke was called and a computed tomography (CT) scan of the head revealed bilateral cerebellar stroke affecting the occipital lobe and brain stem involvement was questionable as well. Neurosurgery was consulted and hourly neuro checks were recommended. A hypertonic saline infusion was given to keep sodium levels above 145 mmol/liter. The patient was not a surgical candidate due to the lvad and was reintubated for airway protection. The patient was awaiting further workup for overall prognosis post stroke. After discussion with the patient's family on the patient's poor prognosis their code status was changed to do not resuscitate / do not intubate with no aggressive interventions. The patient was successfully extubated on (B)(6) 2022 and was being medically supported with an unclear overall trajectory. Neurosurgery recommended the patient start aspirin therapy and was started on aspirin on (B)(6) 2022. It was reported that the patient passed away on (B)(6) 2022 due to acute on chronic systolic heart failure secondary to ischemic cardiomyopathy. It is not provided whether or not the outcome was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, a specific cause for the report of leukocytosis could not be confirmed. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05may2022. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The type of stroke diagnosed was ischemic.